Event description:
A technician reported that an intraocular lens (iol) was exchanged due to the patient experiencing double vision and the lens being slightly decentered. The iol was exchanged for another multifocal lens. In a follow up, the surgeon reported limbal relaxing incisions were performed as a refractive enhancement. Posterior capsule opacification was noted. In the opinion of the surgeon, the device did cause or contribute to the event. The event resolved following the lens exchange.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 05/27/2011 by fax and mail. A completed questionnaire was received on 06/03/2011. (B)(4).